Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user¿s pump had a ¿basically shattered¿ screen at the top of the device, and a replacement unit was provided with instructions to shut down the ilet and return the original device. Blood glucose values were reported in the normal range, and the user was advised that pump data would not transfer to the replacement and to continue cgm use as needed. Symptoms included no adverse clinical effects. Outcomes included no medical intervention, no hospitalization, and continued therapy using a replacement device. Investigation included collection of use history and return of the device to the manufacturer. Investigation of this device revealed physical damage to the display component consistent with a broken or cracked screen without evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was external physical damage.